Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that in stent restenosis, cardiac tamponade and pericardial effusion occurred. In (B)(6) 2013, the patient presented with type ii sap and the index procedure was performed. The 90% stenosed ,15mmx2mm, eccentric, de novo, type b2 target lesion was located in the moderately calcified proximal left circumflex (lcx). The lesion contained a <45 degree bend. Pre-dilatation was performed at 11 atmospheres. A stent was implanted in the proximal right coronary artery (rca) and another stent was implanted in the distal left circumflex (lcx). A 2.25x24mm promus element¿ plus stent was implanted in the proximal lcx. Post dilatation was performed with 0% residual stenosis and timi flow 3. The procedure was completed without any issues. Thirteen days post procedure, the patient was discharged. In (B)(6) 2014, in stent restenosis was found in the 3 implanted stents. Coronary artery bypass graft (CABG) was performed in the internal mammary artery, saphenous artery, lcx, posterolateral (pl), and rca. In (B)(6) 2014, the physician noted that cardiac tamponade and pericardial effusion occurred due to the CABG operation. In (B)(6) 2015, the cardiac tamponade was considered improved.